Event description:
Pt is on a ventilator and rptr has been unable to obtain the circuit tubing. This has been a problem over the last two months since the MFR changed the manifold of the ventilator. The tubing has been ordered changed every week by the dr. Manual says to change daily and rptr doesn't know what they would do if they had to do that. Rptr is concerned about infection since moisture causes bacterial growth in the tubing and can cause airway infection in the pt. MFR has been notified and says the tubing won't be available until 7/15. Rptr has contacted other suppliers who have the tubing but will not sell it to them because they did not obtain the ventilator from them. There has been no injury but rptr is concerned that infection may develop.